Event description:
The customer called to report a blank display, constant tone and error alarm. The reported blood glucose reading was 211 mg/dl. Troubleshooting was performed, and the insulin pump gave the error alarm again. Nothing further was reported.

Manufacturer narrative:
The insulin pump had a blank display due to moisture damage on the electronics. Unable to verify the error alarms due to the blank display. No beep anomaly was noted.